Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 43 mg/dl. It was stated that twice this week their continuous glucose monitoring told them they were around 100 mg/dl blood sugar but they did not feel right and both times they were below 43 mg/dl blood sugar. Customer declined sensor glucose versus blood glucose troubleshooting. The insulin pump will not be returned for analysis.